Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported inflation difficulty/leak was confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation was unable to determine a conclusive cause for the reported difficulties. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. (B)(4).

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Though the device is not approved for sale in the u.s., it uses a delivery system which is similar to a device sold in the u.s.

Event description:
It was reported that the procedure was to treat a non-calcified 80% stenosis in the mid left anterior descending artery (lad). After pre-dilatation, the 2.5 x 18 mm implant delivery catheter was advanced to the lesion without resistance. An attempt was made to deploy the implant, but when pressurized to nominal pressure, the balloon did not inflate. Contrast was seen leaking from the delivery catheter proximal near the implant. A new same size implant was used to successfully treat the lesion. There was no significant delay in procedure and no adverse patient effect. No additional information was provided.